Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged temperature alarm malfunction was identified in the pump logs; however, no failure was identified. The alleged battery malfunction was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the customer received multiple temperature alarms while the pump was charging. The customer's blood glucose level was 222 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.